Event description:
Pt states he is currently admitted to the hospital as of (B)(6) 2019 for bronchitis. No side effects from medications. No anticipated changes to maintenance medications. Reporter stated model number 6412-3.